Manufacturer narrative:
Correction information was provided in h.6 and h.11. FDA evaluation code b17 was sent instead of b18. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported with a description, the lens disc was scratched. The surgery was completed on the same day. There was no patient contact and no patient impact. Additional information was received and stated, the scratch was detected during the surgical procedure.